Manufacturer narrative:
(B)(4). Date of event: publication year of 2003. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: increased biliary fistulas after liver resection with harmonic scalpel. Author/s: joseph kim md, syed a. Ahmad md, andrew m. Lowy md, joseph f. Buell md, linda j. Pennington rn, debbie a. Soldano rn, laura e. James ms, jeffrey b. Matthews md, douglas w. Hanto md phd. Citation: the american surgeon; sep 2003; 69, 9; pg. 815-819. This study aimed to examine whether the use of the harmonic scalpel (hs) led to decreased perioperative complications as compared to the clamp crushing technique of hepatic parenchymal transection. Between september 1992 and february 2002, a total of 149 patients underwent anatomic hepatic resections and were divided into two groups based on the technique of liver parenchymal resection: clamp crushing (n=70) versus hs (n=79: n=37 males and n=42 females, mean age: 55 years, age range: 21-82 years). Harmonic scalpel (hs) (ethicon) was used to transect hepatic parenchyma. Complaints included bile leak (n=19), hemorrhage (n=1), abscess (n=3). Bile leak was treated with percutaneous drainage. The results in this study showed that decreased blood loss and operative time associated with the use of the hs has brought with it the price of increased bile leaks..